Event description:
Pta was being performed on a lesion in the right common femoral artery (heavily calcified) and right superficial femoral artery (cto lesion). There was heavy calcification and vessel tortuosity, the rate of stenosis was 100% (cto). Approach was made contralaterally with 6f parent sheath introducer (medikit, angle, 45cm). The cfa lesion was dilated with 5x40 genity (kanake) over treasure guidewire (sjm). Friction/resistance occurred while advancing smart control (complaint product) to the target lesion, possibly due to the tortuosity at the iliac artery and the heavy calcification at the cfa. The treasure gw was extended and another guidewire (stabilizer, 527-180e, lot unk) was inserted through the guidewire lumen for a support, but the sds would not advance to the target lesion. When angiography was conducted, the flow was observed slowed and it was found that the dissection had occurred at the iliac artery. The physician thinks that the parent csi had a reaction force at the iliac bifurcation and caused the dissection. He stopped using the complaint device. A c08080sl smart control (lot unk) was placed at the iliac artery and the procedure was finished. There will be a product return.

Manufacturer narrative:
After pre-dilating a heavily calcified and tortuous right common femoral artery with a 100% stenosis, friction/resistance occurred while advancing the smart control (sds) to the target lesion, possibly due to tortuosity of the iliac artery and heavy calcification the common femoral artery. The treasure gw was removed and a stabilizer guidewire was inserted but the sds still would not advance. Angiography was conducted, flow was observed slowed and a dissection was observed in the iliac artery. The physician thinks that the parent csi had a reaction force at the iliac bifurcation which caused the dissection. A smart control was deployed at the iliac artery and the procedure was finished. There was no reported patient injury. One non-sterile pkg smart control, iliac 7x40ml was received coiled in a plastic bag. Locking pin and stent were received. Four kinks were detected at 7.8 cm, 8.4 cm 118.2 cm and 122.8 cm from ID band and one kink was noticed at 0.5 cm from hub. Distal tip was found out of position-uncannulated about 2.76mm. No other anomalies were found. The outer diameter (od) of the outer sheath was measured at different distances and found within specification. Functional test was performed. The unit was introduced trough 6 fr cordis catheter sheath introducer and no friction/resistance was felt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The causes of the distal tip "out of position-uncannulated" and "kink" conditions could not be conclusively determined; however, it does not appear to be manufacturing related. Controls are in placed at the final assembly and packaging processes to detect this kind of issues. Handling and procedural factors could be contributed to this condition. The reported "tracking difficulty" by the customer could not be confirmed since no anomalies were found during functional and dimensional analyses. The exact cause of the failure could not determine. Neither the DHR review nor the product analysis suggests that the failure is related to the manufacturing process. Therefore, no actions will be taken. Dissection is a well-known and extensively documented potential complication of this type of procedure and is listed in the instructions for use (IFU) as such. Vessels that are resistant to angioplasty have a higher risk of intimal dissection during interventional procedures. The physical manipulation inherent in the stent implantation procedure intentionally disrupts the vessel plaque and intima in an effort to reconstruct viable patent vasculature and treat the atherosclerotic disease process. There is no evidence to suggest there were any manufacturing issues that contributed to the reported event. This does not represent device malfunction. The hypoperfusion was likely due to the sds obstructing blood flow through the already narrowed vessel. This is an inherent risk of the procedure and does not represent a device malfunction. Normal blood flow resumes upon removal of the device. This does not represent device malfunction. Review of the available information suggests that vessel / lesion characteristics and possibly procedural factors may have contributed to this event. This is one of two devices associated with the reported event that were submitted under the following manufacturer numbers 9616099-2012-00072 and 1016427-2012-00014.

Manufacturer narrative:
A 6f parent sheath introducer (medikit, angle, 45cm), treasure guidewire (sjm), stabilizer, 527-180e, lot unk. Guidewire and a c08080sl smart control stent. This device was returned for testing and evaluation but the engineering report is not yet available. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information received will be submitted within 30 days upon receipt. This is one of two devices associated with the reported event that were submitted under the following manufacturing numbers 9616099-2012-00072 and 1016427-2012-00014.